Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03321. It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was positioned and then a 27mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was deployed and released successfully after one deployment. There were no issues during the case or immediately post implant. No pericardial effusion was observed at the completion of the case. While the patient was in post-anesthesia care unit (pacu), their stats dropped. The patient was brought back in the lab for pericardiocentesis and 400cc of blood was drained. The patient was then stable. And doing fine.